Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the dfu. The viscoelastic used is not qualified for this device. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The reporter indicated that the lens was removed during initial procedure. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. There were no other complaints reported in the lot number. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported that following the implantation of an intraocular lens (iol) a scratch was found on the surface of the lens on the paraoptical zone. The lens was explanted during the same procedure due to transparency deterioration. Additional information was received reporting the patient currently has no reported complaints with her vision.